Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation there was no physical damage to the keypad. On testing, all keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked along the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging that after the pump had been worn in the swimming pool, the keypad button became unresponsive. There is reportedly power to the pump, no cracks or moisture to the pump. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.